Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-oct-2023, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 01-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that about 1 1/2 months ago, the patient's ins started messing up. They had an increase in pain and their previous programs were not working as well. The patient also stated that when they laid down their stimulation was supposed to decrease but suddenly stopped decreasing. At the same time the ins was depleting quicker than it previously was. Originally the patient was charging 1 time a day and then about 1 1/2 months ago they started to have to charge their ins 2-3 times a day. It was also noted the patient was kicked in the knee and had an x-ray taken and was told that the leads had moved a little bit but there was not concern. The patient had been reprogrammed and then only had to charge 1 times a day. Additional information was received. It was reported the patient was not getting as much relief as they were originally. The patient also noted they were more active at work and wondered if that was the cause. The healthcare provider did obtain an x-ray to confirm lead placement and reported there was no lead migration present. The patient was reprogrammed and followed up a week later and stated they were receiving adequate pain relief.